Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the device¿s plug was broken. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by manufacturer. A visual inspection was performed on the product and damage was observed to the power cord connector. The reported condition was confirmed. The investigation found that the plastic tube covering the connector pins on the power cord assembly has been broken off the connector. It appears that the excessive force was used to remove the cable connector from the control unit receptacle possibly at a slight angle, thus breaking off the plastic tube. The investigation isolated the additional failure to the damage cord connector, but a root cause was not identified. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.